Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with handling. The stent was returned dislodged from the sds, confirming the reported information. The full length of the stent was slightly smashed. The balloon was returned with relaxed folds. Crimp marks were visible on the balloon. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. The tip length was measured and met manufacturing criteria. Analysis noted the balloon was separated at the proximal balloon seal. The material was smooth at the separation. The inner member was separated 17.5 cm distal to the guide wire exit notch and 1.5 cm proximal to the proximal balloon seal. The middle portion, 9 cm in length, was not returned. The inner member was bunched between the markers and for a length of 1 mm proximal to the proximal balloon marker and 1 mm distal to the distal marker. There was a portion of an unknown guide wire 3.7 cm in length stuck in the distal portion of the sds. It is possible the sds met resistance during advancement on the guide wire in the heavily calcified lesion, resulting in the inner member bunching noted. Further manipulation of the sds as resistance was encountered would contribute to further damage to the sds and stent, the balloon separating, and stent dislodging. It was reported the guide wire was cut in order to continue with the procedure, which is consistent with the separated portion returned. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement and noted shaft damage could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of a heavily calcified left anterior descending artery (lad), a 2.5 mm x 12 mm xience v stent delivery system (sds) was attempted but could not cross the lesion and after removal from the anatomy, a couple of the stent struts were noted to be bent/damaged. There was no patient effect. A second 3.0mm x 8 mm xience v was attempted but the stent implant dislodged off the balloon and stuck to the guide wire. The stent implant and sds were removed without issue. Once outside the anatomy, sterile wire cutters were used to cut the end of the guide wire off from the sds to proceed with the case. There was no reported patient effect. A third xience v was used to complete the procedure. There was no reported patient effect. There was no additional information provided. Device analysis of the 3.0 x 8 mm xience v sds revealed the distal shaft was separated at the proximal seal.